Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there was a coring tool pin malfunction. The pin on the coring tool was crooked when pulled out of the left ventricle. It was protruding through the helix instead of central to the helix after deployment of the blade.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a bent guide pin was confirmed through evaluation of the returned coring tool. The coring tool was returned in used condition. The blade was identified with number (B)(6). Visual inspection found that the guide pin inside the blade was bent and protruding through the helix coil. Under magnification, the edge of the cutting blade appeared unremarkable. The locking tabs on the rear of the tool appeared to function as intended. The patient remains ongoing with no further issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The heartmate 3 coring tool IFU contains information needed to properly and safely use the heartmate 3 coring tool to core the left ventricle and remove cored tissue. The IFU instructs the user to notify thoratec personnel if there is a change in how the device works, sounds, or feels. The device history records for lot number 8349893 were reviewed and showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 5 of the IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The heartmate 3 coring tool IFU, rev. F, contains information needed to properly and safely use the heartmate 3 coring tool to core the left ventricle and remove cored tissue. The IFU instructs the user to notify thoratec personnel if there is a change in how the device works, sounds, or feels. The IFU also states that ¿if resistance is felt while removing the coring tool from the ventricle then the tissue may not be fully cored¿ and provides instructions on how to cut the remaining tissue. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: there was no adverse effect to the patient.